Event description:
It was reported that on (B)(6) 2022 the patient had leukocytosis from an unknown origin. They were being treated empirically with antibiotics. Also on (B)(6) 2022 the patient had a drop in hemoglobin/hematocrit and decreased blood pressure. They had dark stool that was suspicious for blood. They were treated with blood products. On (B)(6) 2022 the patient underwent an esophagogastroduodenoscopy (egd) that revealed esophagitis and bright red blood in the duodenum. There were multiple recently bleeding angiodysplastic lesions in the duodenum. They were treated with argon plasma coagulation (apc) and epinephrine injection. A capsule endoscopy was unsuccessful on (B)(6) 2022. It was redone on (B)(6) 2022. Angioectasia was noted with oozing of blood. An egd with capsule was performed on (B)(6) 2022 that revealed a normal esophagus and stomach and a small amount of clotted blood seen in the duodenum. No lesions were noted. A small bowel enteroscopy was done on (B)(6) 2022 that was negative. Both the infection and bleeding had resolved as of (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient privacy laws prohibit the release of private patient information. The patient's date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 27apr2022. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket) and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that antibiotics were stopped on 01jun2022 as there was no growth. Infectious disease felt that the leukocytosis was related to the gastrointestinal (gi) bleeds.